Event description:
Overdelivery (manually) of demerol reported. The pump was in use administering demerol 10 mg/ml at unspecified settings. A nurse was incorrectly trying to seat a new medication vial into the device. The pt line was not clamped by the nurse prior to this procedure as recommended and specified in the user manual. The nurse was attempting to place the injector flange into the injector retainer first before inserting the vial into the vial clips. Downward force was then applied in an attempt to seat the cradle mechanism onto the vial/injector. The vial was not properly seated, so the force pushed solution from the vial to the pt. Approx 5ml (50mg) of demerol was bolused to the pt during the attempts to place the medication. The pt experienced respiratory arrest and was successfully resuscitated. She required narcan and a "short term ventilator run." She has reportedly fully recovered without any adverse sequelae.